Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. B5 - updated with information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that b30 displayed due to a communication failure with the scope caused by foreign materials, such as dust, which adhered to the electrical contacts on the connector. The following information is stated in the instructions for use (IFU) which may have prevented the event: "·7.1 care caution ¿ do not clean the output socket, other connectors, or the ac power inlet. Cleaning them can deform or corrode the contacts resulting in damage to the light source. ¿ do not immerse, autoclave, or gas sterilize the light source. These methods will damage it. ¿ do not wipe the external surface with a hard or abrasive wiping material. The surface will be scratched. Note clean the output socket regularly using the light source socket cleaning kit (maj-2087, optional). For details, refer to the instruction manual for the light source socket cleaning kit." Olympus will continue to monitor field performance for this device.

Event description:
Event occured during set up, was inspected prior to use. No patient affected, procedure not affected at all or delayed.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer was instructed to clean the scope connector with an alcohol wipe. This immediately resolved the issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii xenon light source had a b30 scope communication error. There were no reports of patient harm.